Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause wasunknown. Rep will re-evaluate after attempting to reprogram the patient. Issue not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had elevated impedances on numerous contacts. Reprogramming occurred. Issue not resolved at this time. No symptoms reported. No further complications were reported/anticipated.